Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600 synchron chemistry analyzer was making hissing noises and flagged low air supply pressure. Customer also stated that she discovered a clear liquid within the front of the hydropneumatic area. No injury or customer exposure was noted.

Manufacturer narrative:
Per the customer, the hydro low pressure is reading 6.8. The customer technical support (cts) assisted the customer with troubleshooting. The cts instructed the customer to run a hydro vacuum and air pump test, which read 12.5 then went to 0. A field service engineer (fse) was dispatched for this event. Per the fse, upon arrival, the instrument was running with pressure and vacuum levels within limits. The fse checked all of the low pressure connections and verified that the no foam top was secure. The fse also performed twenty (20) primes of the entire instrument and verified that the pressure and vacuum levels stayed within specifications. The fse was unable to locate a leak within the system at that time. No further complaints from the customer on either a leak or low pressure errors.